Manufacturer narrative:
Medtronic received the following information from a journal article entitled ; ¿spontaneous inferior mesenteric artery occlusion after endovascular aneurysm repair for abdominal aortic aneurysm and its impact on clinical outcomes¿. Yoshino s, morisaki k, aoyagi t, kinoshita g, inoue k, yoshizumi t european journal of vascular and endovascular surgery https://doi.org/10.1016/j.ejvs.2024.09.036 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿spontaneous inferior mesenteric artery occlusion after endovascular aneurysm repair for abdominal aortic aneurysm and its impact on clinical outcomes¿. This study aimed to elucidate the incidence, clinical implications, and predictors of spontaneous inferior mesenteric artery (ima) occlusion after endovascular aneurysm repair (evar) for abdominal aortic aneurysm with patent ima. 230 patients were included in the study. The timeframe for the study was over a fifteen-year period. Multiple manufacturer¿s devices were used in the study population including medtronic endurant stent grafts. Among the patient population the following malfunctions occurred: ia endoleak, ib endoleak, no further information was provided pertaining to medtronic products.